Event description:
During pci procedure, after coronary stent was deployed pci wire was being removed when the distal tip became entangled in the stent causing the wire tip to break off. Patient had to be taken to or for sternotomy and retrieval of wire and stent (damaged).